Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm was identified, and was improved with compression. Additionally, the patient developed complete atrio-ventricular block. Subsequently, a permanent leadless pacemaker was implanted five days later. A transvenous pacemaker was then implanted 20 days later due to an increased threshold. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site. No additional adverse patient effects were reported. Additional information was received that approximately 4 months later the patient was hospitalized for mitral regurgitation and a no n-medtronic transcatheter valve repair system was used.

Manufacturer narrative:
Corrected data: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm was identified, and was improved with compression. Additionally, the patient developed complete atrio-ventricular block. Subsequently, a permanent leadless pacemaker was implanted five days later. A transvenous pacemaker was then implanted 20 days later due to an increased threshold. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site. No additional adverse patient effects were reported. Additional information was received that approximately 4 months later the patient was hospitalized for mitral regurgitation and a no n-medtronic transcatheter valve repair system was used. Additional information was received indicating that a second valve was never implanted in the patient.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm was identified, and was improved with compression. Additionally, the patient developed complete atrio-ventricular block. Subsequently, a permanent leadless pacemaker was implanted five days later. A transvenous pacemaker was then implanted 20 days later due to an increased threshold. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.